Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Device evaluated by manufacturer? No - lens remains implanted. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -18.00 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was reported as having an excessive vault and is planned to exchange the lens. The patient experienced significant reduction of irido-corneal angles (ica), unreative pupil (fixed), and glare/haloes. The patient also had yag and is on pilocarpine treatment. The patient's best-corrected visual acuity (bcva) was 20/40.

Manufacturer narrative:
Additional information: (B)(4). Work order search: no similar complaints were reported for units within the same lot. As per dfu for this lens model, vicls are contraindicated for patients with an anterior chamber depth (acd) below 3.0mm. (B)(4).